Event description:
Part of surgical instrument was broken inside nasal cavity during surgery. Prolonged successful attempt was made to retrieve foreign body. Broken instrument and broken piece were given to the service manager for further evaluation. Surgeon explained that he started to cut nasal tissue when the tip of scissors just snapped off and disappeared inside. He searched for a long time and then obtained x-ray which pinpointed where the piece was in a difficult area of the nasopharynx. He got the ent surgeon to help him retrieve it. Per surgeon, patient had to be transferred to a higher level of care than previously required due to additional procedure as well as prolonged operating time.